Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty deploying the clip, removing the device, chordal damage, and the clip stuck in the femoral vein requiring surgical intervention. It was reported one mitraclip xtr was implanted in the mitral valve, successfully reducing mr from 4 to 1. It was decided to treat the tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced and was intentionally miskeyed to 90 degrees. The mitraclip crossed down to the tricuspid valve, however got stuck in the chordae in the anterior septal commissure. Although not completely freed, grasping was achieved, however, not optimal. Therefore the grippers were raised and the clip was unlocked and opened to 180 degrees. An attempt was made to close the clip to 120 degrees for a second grasp; however, the clip arms wouldn't close. Troubleshooting was unsuccessful. The clip was pulled back into the right atrium (ra) and the physician then proceeded with deployment without establishing final arm angle. Flossing of the lock and gripper lines was unsuccessful. Halfway through the deployment process the clip was unable to detach from the cds. It was decided to remove the device. The inverted clip was pulled back into the guide and the sgc and cds were removed together; however resistance was felt 2 inches from the access site and the clip got caught in the femoral vein and detached. It is possible the clip arms came off while the clip was being retracted with the forceps, however it cannot be confirmed on how the clip components disengaged. The clip was surgically explanted and the patient required 2 units of blood. Chordal rupture was noted. Hospitalization was prolonged. No additional information was provided.

Event description:
Subsequent to the initially filed report, a medwatch was received with the following information: "the patient was a direct admit for mitral valve clip and tricuspid valve. Mitral valve clip successful. However, while placing the mitraclip in the tricuspid valve during the adjustment of clip, the mitraclip was stuck in the septal commissure and could not be removed easily. After multiple maneuvers, the clip was able to be removed, however it was everted and could not be removed through the guide. Vascular surgery was consulted for removal of foreign body from the right femoral vein. A perclose device was seen partially deployed in the right common femoral vein and the sheath containing the mitral clip was in place. An attempt was made to removed; however, there was profuse bleeding in the right groin. Hence, a transverse cutdown was made in the right groin. Incision was deepened through the subcutaneous tissue and fascia. Due to multiple cardiac catheterization procedures, there was extensive scar tissue. The access site of the right common femoral vein was identified; however, secondary to bleeding, it was difficult to obtain complete exposure of the right common femoral vein proximally and distally. Hence, the mitralclip, which was partially seen out of the femoral vein puncture hole was removed partially and then another part of the mitral clip, which was seen in the medial aspect of the femoral vein was removed under fluoroscopy and while doing the procedure, venotomy of the right common femoral vein was enlarged. At this point there was profuse bleeding from the femoral vein proximally and distally, and also from the profunda femoral vein. (Continued in h10).

Manufacturer narrative:
Patient codes: 1888 labeled. Device codes: 3270 labeled 3026 labeled. Internal file number - (B)(4). Event continued: multiple attempts to repair the femoral vein was not possible. Hence, the femoral vein was ligated at the level above the profunda femoral vein. Adequate hemostasis at this point was achieved and this was communicated to the cardiologist. The wound was irrigated well with saline and closed uninterruptedly with a nylon and packed. Correction: code 2577 was removed. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system april 18th 2019, recall file under medwatch # (B)(4). The device was not returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, user facility medwatch (B)(4). Received: "the patient was a direct admit for mitral valve clip and tricuspid valve. Mitral valve clip successful. However, while placing the mitraclip in the tricuspid valve during the adjustment of clip, the mitraclip was stuck in the septal commissure and could not be removed easily. After multiple maneuvers, the clip was able to be removed, however it was everted and could not be removed through the guide. Vascular surgery was consulted for removal of foreign body from the right femoral vein. A perclose device was seen partially deployed in the right common femoral vein and the sheath containing the mitral clip was in place. An attempt was made to removed; however, there was profuse bleeding in the right groin. Hence, a transverse cutdown was made in the right groin. Incision was deepened through the subcutaneous tissue and fascia. Due to multiple cardiac catheterization procedures, there was extensive scar tissue. The access site of the right common femoral vein was identified; however, secondary to bleeding, it was difficult to obtain complete exposure of the right common femoral vein proximally and distally. Hence, the mitralclip, which was partially seen out of the femoral vein puncture hole was removed partially and then another part of the mitral clip, which was seen in the medial aspect of the femoral vein was removed under fluoroscopy and while doing the procedure, venotomy of the right common femoral vein was enlarged. At this point there was profuse bleeding from the femoral vein proximally and distally, and also from the profunda femoral vein . Multiple attempts to repair the femoral vein was not possible. (Continued in h10).

Manufacturer narrative:
Internal file number - (B)(4). Event (continued): hence, the femoral vein was ligated at the level above the profunda femoral vein. Adequate hemostasis at this point was achieved and this was communicated to the cardiologist. The wound was irrigated well with saline and closed uninterruptedly with a nylon and packed. Attachment: user facility medwatch (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that per mitraclip system instructions for use, (IFU), states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The IFU also states: grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. However, the off-label use of the device did not likely contribute to the reported issues. Based on the information reviewed, the reported difficult to remove the device appears to be due to user technique/procedural circumstances. A definitive cause for the reported mechanical jam due to inability removing the gripper line and lock line could not be determined in this incident. A definitive cause for the reported difficulty closing the clip, clip opening while locked and failure to deploy could not be determined in this incident. The reported patient effect of tissue damage (mitral valve injury) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Additionally, a definitive cause for the reported tissue damage could not be determined in this incident. Due to the observed hinge pins disengagement, as noted within the images provided, a potential product issue was confirmed. The reported detachment of device component (complete clip detachment/remains on gripper line) appears to be a cascading effect of hinge pins disengagement. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.